Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument involved with this complaint and completed investigations. Manual actuation of the input disks resulted with intuitive motion of the distal end/grips. The instrument was checked for recognition and engagement on an in-house system. The system successfully recognized and engaged the instrument on multiple attempts and on different arms. No difficulty was observed removing and installing the instrument. Levers were still present on the instrument and were easily depressed to remove the instrument during disengagement of instrument. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument's housing was removed and no physical damage was found. While the customer reported the use of an emergency wrench at the customer site, it was not needed during in-house testing. The instrument was found to be still fully functional. No trouble was found with the evaluation of the instrument. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the patient experienced bleeding and the case was converted to open surgery. However, at this time, the root cause of the bleeding is still unknown. The cadiere forceps instrument was returned to isi, evaluated, and no trouble was found.

Manufacturer narrative:
The cadiere forceps instrument has not been returned for evaluation to confirm/identify any reportable failure modes. No specific details were provided regarding the alleged damage found on the instrument. In addition, the specific source and cause of the reported bleeding is unknown. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient experienced bleeding and the case was converted to open surgery. However, at this time, the root cause of the bleeding is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the patient experienced bleeding and a cadiere forceps instrument was holding an unspecified vessel. Due to the bleeding, the da vinci-assisted surgical procedure was converted to open surgery. The patient side cart (psc) was undocked from the patient and the surgical staff used an instrument release kit (irk) to open the jaws of the cadiere forceps instrument. The cadiere forceps instrument was noted to have unspecified damage. No further clinical information was provided.